Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow. This was noticed approximately 4 hours after the device had been attached. The patient was receiving flucloxacillin 8g with citrate buffer in sodium chloride 0.9%. The patient¿s peripherally inserted central catheter (PICC) line was checked and it was patent and easy to flush. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured december 15, 2017 - december 19, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.